Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse updated the software version to 1.0.3 to correct the test definition. The initial patient results were moved to "historical" and the calibrations and quality controls were deleted. The cause of the discordant potassium results was due to incorrect software installation. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The advia chemistry xpt software test definition defaulted to a decimal of zero, causing potassium (k) patient results to be rounded to whole numbers. Discordant results were reported to the physician(s). Patient samples were repeated and corrected results were reported to the physician(s). It is unknown on which instrument the repeat testing was performed. There are no reports of patient intervention or adverse health consequences due to the discordant potassium results.